Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had scratches on the screen and a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump display was hard to read due to scratches on the screen and the buttons were hard to press. No significant events leading to the damage or keypad anomaly were observed. Customer confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump was being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened dome switch on act button. The connector was inspected and locked on lcd board. No button error alarm during testing. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.